Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery alarm test. No delivery anomaly was noted during testing. The pump functioned properly and was received with a cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she broke a vial of insulin and was waiting to get a replacement when her blood sugars went high due to no insulin. Customer stated that she went to the hospital and then the emergency room due to a high blood glucose. Customer stated that when she attempted to put the insulin pump back on, it would not bring her blood glucose down. Customer reported that she called her health care provider and they took her off the pump and gave her insulin shots. Customer's blood sugars came down and when they put her back on the pump, her blood sugars came back up. Customer tried the pump again on monday but started to feel nauseous. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose is 80 mg/dl. Customer stated that her heart was beating fast as a result of her high blood glucose. Customer treated with injections and stated that her health care provider advised her to get the pump replaced.